Manufacturer narrative:
It was reported that the patient underwent placement of bard mesh perfix plug on (B)(6) 2009 along with meshes. It was reported that the patient underwent boston scientific advantage fit on (B)(6) 2011, along with complete colpocleisis and enterocele repair. It was reported that the patient underwent a gynecological procedure and meshes were due to left incarcerated inguinal hernia. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transurethral bladder neck suspension, left inguinal herniorrhaphy, and vaginal vault suspension by sacral spinal mesh colpopexy. The reasons for the procedure are symptomatic pelvic relaxation, vaginal vault prolapse, and stress urinary incontinence. It was reported that following insertion the patient experienced infection, urinary problems, recurrence and neuromuscular problems. It was reported that the patient underwent removal of mesh on (B)(6) 2011 due to repair of rectocele opening. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transurethral bladder neck suspension, left inguinal herniorrhaphy, and vaginal vault suspension by sacral spinal mesh colpopexy. The reasons for the procedure are symptomatic pelvic relaxation, vaginal vault prolapse, and stress. Urinary incontinence. It was reported that following insertion the patient experienced infection, urinary problems, recurrence and neuromuscular problems. It was reported that the patient underwent removal of mesh on (B)(6) 2011 due to repair of rectocele opening. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.